Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". For this incident, the sensor removal could not take place on (B)(6) 2023 as the patient was on medication (acetylsalicylic acid) that causes bleeding. This prevented hcp from making an surgical incision to remove the sensor. The sensor was successfully removed during second attempt that took place on (B)(6) 2024. This incident does not require any further investigation. B4: date of this report 25 april 2024. D6b: explanted date updated to on (B)(6)2024. G3: date received by the manufacturer? 29 jan 2024.

Manufacturer narrative:
The manufacturer is currently waiting for additional information regarding next sensor removal attempt. The additional information will be provided in the supplemental report.

Event description:
On december 6, 2023, senseonics was made aware of an incident where the previous sensor could not be removed during removal procedure on (B)(6) 2023. No further information was provided to senseonics. The next removal attempt has been scheduled for (B)(6) 2023.